Event description:
Reporter was given an electronic device called a "tens" unit by a physical therapy office which had extensions on it that were placed on their body and emitted electrical shocks. The reporter stopped using the device after several weeks because it was not effective or useful. Rptr asks if these devices need to be tested or registered.